Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to charge for defibrillation. In this state, defibrillation therapy may not be available if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the power pcb assembly. Due to parts unavailability, the device was unable to be repaired. Stryker archived the returned device and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device was unable to charge for defibrillation. In this state, defibrillation therapy may not be available if needed. There was no patient use reported for this event.